Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were experiencing high blood glucose. Customer's blood glucose level was 400 mg/dl. The customer experienced other blood glucose level 215 and 285 mg/dl. The customer was not treated for high blood glucose. The customer reported that the unexpected restart and cold reset performed alarm occurred after inserting new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected a47 alarm, e21 or a21 alarm or reset time or date anomaly after change battery noted during testing. (B)(4).